Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a site/set/cart (site/set/cart issue) issue. It was reported that the cartridge kept popping out of the cartridge casing. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the alleged malfunction is not always obvious and detectable prior to use and can result in the under delivery of insulin.